Manufacturer narrative:
This report is associated with (B)(4) poligrip flavour free. Poligrip flavour free is marketed as poligrip in the us.

Event description:
Arteries are full of calcium [arterial calcification] case description: this case was reported by a consumer via call center representative and described the occurrence of arterial calcification in a (B)(6) male patient who received double salt dental adhesive cream (poligrip flavour free) cream for product used for unknown indication. On an unknown date, the patient started poligrip flavour free 70 g. On an unknown date, an unknown time after starting poligrip flavour free, the patient experienced arterial calcification (serious criteria hospitalization). The action taken with poligrip flavour free was unknown. On an unknown date, the outcome of the arterial calcification was not reported. It was unknown if the reporter considered the arterial calcification to be related to poligrip flavour free. Additional details, the patient was hospitalized and found out that his arteries are full of calcium. The patient used poligrip for quite some time and he noticed it had calcium in that. The consumer mentioned he did not knew and was not sure if the product caused the calcium in his arteries.